Event description:
It was reported this bilary stent prematurely deployed during placement in an arteriovenous hemodialysis fistula graft stent placement. Uneventful retrieval followed utilizing a snare through an introducer sheath. Another stent was successfully placed without pt complications. A delivery system in the locked position along with a stent attached to a snare, were rec'd evaluated and retained by this MFR. The engineering evaluation indicated the sheath moved freely without retracting the trigger. The handle was opened which revealed a kink in the pull wire distal to the crimp tube. This device was used in an non-indicated procedure, arteriovenous hemodialysis fistula graft stent placement. It was indicated an introducer sheath was not used during introduction and difficulty was encountered during advancement. This device displayed characteristics consistent with continual exertion against resistance, a kink in the pull wire. Therefore the co believes the above factors may have contributed to this event and do not attribute it to the device. The co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasms... Always use an introducer sheath for the implant procedure... An introducer sheath of a 7 french or larger size is recommended... A metal guide ("cheater") is provided to facilitate the entry of the symphony nitinol stent transhepatic biliary system through the hemostasis valve of the introducer sheath".